Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's insulin on board (iob) was not being accurately displayed on the pump screen. The customer declined troubleshooting with tandem technical support, and declined tor provide additional information.